Event description:
It was also reported there was ¿another time¿ where the health care provider (hcp) ¿missed decimals¿ and called him back to readjust. The patient was reluctant to go back to the hcp as a result. The patient was currently looking for another hcp. The type of medication being delivered via the device system at the time of the event was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_cath, serial# unknown, product type catheter; product ID 8840, product type programmer, physician. (B)(4).

Event description:
On 8/11/2014 information was received from the patient indicating they did not have concerns with their device or therapy.